Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "rn accessed patient port and after the needle was inserted, she flushed and the white cap closet to the needle/patient flew off and saline sprayed out onto the patient's shirt. Normal force was used when flushing. Product: (power loc max huber needle 19g 1 inch, ref#: 0131910, lot: asdr075). Cap on power loc max huber needle tubing port closest to the needle came off during flushing. Tubing did not appear to be cracked, cap did not stay on as it normally does, may have been loose or defective. Rn was able to place another sterile cap in place of cap that came off and finished flushing port. No patient harm."